Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after skin closure post operative a knee scope, during follow up visit they noticed an unusual tissue reaction.